Event description:
The customer reported that the 840 ventilator stopped cycling. Pt involvement is unk. The customer reported to have replaced the breath delivery unit pcb. The ventilator passed all testing.

Manufacturer narrative:
Covidien was authorized to conduct the final testing only.